Manufacturer narrative:
Result: footboard cable coil harness was damaged with exposed wires.

Event description:
It was reported by svc report that there was no footboard functionality. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.